Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a "ventilator inoperative" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm condition occurred. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.